Manufacturer narrative:
The account adjusted the brake caster to resolve the issue.

Event description:
The account alleged that the brake caster will lock but the brake caster will still swivel. No pt impact.